Event description:
There was no pt involved in this event. This device malfunctioned because a device service required warning was issued. A device left in this fault mode, if undetected could result in the device failure to perform as intended if required.